Event description:
It was reported that during a da vinci-assisted wedge to completion lobectomy procedure the sureform 45 stapler instrument failed initialization after being used a couple of times in the case. The fragment fell into patient field was marked as "yes: retrieved different procedure".

Manufacturer narrative:
The sureform 45 stapler instrument has been received a for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform stapler instrument was analyzed and found to have lodged staples.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information received: the sites da vinci coordinator called and stated that the fragment fall into patient field was marked in error. There was no incident of a fragment falling into the patient during the procedure. No additional procedure was performed. There was no injury to the patient at all. No other additional information.

Event description:
Refer to h11 for follow-up information.